Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5067648. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that three mesh devices were implanted. If so, please provide the date that each was implanted. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced pain from approximately 2016 until diagnosed with repeated hernia associated with mesh not doing as needed to control hernia. It was also reported that the patient was diagnosed with same hernia in 2017 and concerns with previous mesh surgery. Additional information has been requested.